Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The reported valve was implanted to a patient via vp-shunt with the setting of (B)(6) 2017. After discharged from the hospital, the patient claimed vomiting after the patient took a bath at home, so that the patient visited to the hospital on (B)(6) 2017. The surgeon checked the pressure setting, then the surgeon found that the setting was unintentionally changed from 4 to 8. After changed the pressure setting back to 4, the patient¿s condition was improved, and now it is fine. The surgeon requested the investigation that the reason why the pressure setting unintentionally changed although there was an MRI locking mechanism with the valve. No further information was provided by the hospital.